Event description:
From the call center: I had a device implanted on (B)(6) 2025. The implant is not working and it seems to be making things worse. I have sharp pain I have reached out to the doctor to inform them of the issue and have received no response. Please contact me asap.

Manufacturer narrative:
Patient contacted enterra feeling she was having complications and now feels she does not have gastroparesis and wants the device explanted. Said to be following up with her doctor to schedule an explant. Patient is no longer responding to any attempts at follow up. Attempting to contact the patient and provider to determine if explant is planned.